Event description:
The cardiologist attempted arterotomy closure with techstar xl 6 fr pvs device. The needles did not present on deployment. Needle back down was not successful. The interlocks were broken to access the needle. The procedure was completed for a successful pvs closure. Reports from the field indicate that the interlocks were not completely engaged, allowing the barrel hub to be turned off the 12 o'clock position.